Event description:
Reporter alleged obtaining a blood glucose result of 118 mg/dl on advantage system 1 compared within 3 minutes to a result of 287 mg/dl on advantage system 2. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1.